Event description:
A report was rec'd that the pt is experiencing difficulty charging ever since undergoing a pocket revision procedure. A bsn rep attempted to troubleshoot, but the ipg remained in hibernation. The pt is expected to undergo a revision procedure to replace the ipg.